Manufacturer narrative:
B5 - the reporter also indicated that phaco-emulsification and iol implantation was also performed that resolved the problem. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm512.6, -02.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to lens opacity(cataract) asc observed on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, the patient is happy.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).